Manufacturer narrative:
The subject device was not returned for evaluation. User facility will discard the device. Review of device history records (DHR) indicated the device was manufactured in july of 2018. The DHR showed the product met all specifications upon release. The provided records do not include packaging or labeling operations. For this reason, a final manufacture date and UDI (unique device identifier) are not available. Since the device was not returned for evaluation, a definitive root cause of the reported phenomenon could not be determined. The possible situations related to the reported failure are addressed in the device IFU (instruction for use). The user manual states: the check probe indicator is illuminated red when the probe is causing a malfunction. The probe should be checked for proper attachment to the transducer using the wrench. The probe should also be checked for any signs of failure such as tip wear or cracks. Possible cause: the probe is loose; solution: remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench and possible cause: the probe has failed or has a crack, solution: replace probe. Olympus will continue to monitor complaints for this device.

Event description:
A report of probe error during preparation for use was reported. The device was not used and will be scrapped. There was no patient involvement on the event reported. No user injury reported.